Event description:
Reporter stated that the surgeon was pushing the 3-piece silicone lens down into the cartridge and noticed the haptic broke off prior to insertion into the eye. No patient contact or injury. Surgery was completed with a different lens.